Event description:
Patient reported right side deflation. Physician reported deflation of her right breast implant, implant device failure. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional, additionally reported, "plug strap separated". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed. Calcification: white calcification on patch is observed. Other-technical: not observed. Additional observations: crease fold is observed.